Event description:
It was reported that the patient presented in the hospital with a low heart rate and fatigue. Upon investigation, the device was not providing pacing support, was unable to be interrogated, and had no magnet response. The patient was admitted to the hospital and the device was explanted and replaced to resolve the event. The patient was in stable condition.